Manufacturer narrative:
It was reported the patient experienced a loss of osseointegration. This report is submitted on april 16, 2021.

Manufacturer narrative:
This report is submitted on march 8, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment and infection at the abutment site. The abutment was changed to a longer abutment on (B)(6) 2020.